Event description:
Discordant low advia chemistry 2400 sodium and potassium results were obtained on multiple patient samples. The initial discordant results were not reported to the physician(s). The laboratory repeated the samples on an alternate system with higher results there are no known reports of adverse health consequences due to the discordant sodium and potassium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the advia chemistry 2400 instrument. After analysis of the instrument, the fse replaced the ion selective electrode (ise) stirrer and motor. The fse then primed, calibrated and ran quality controls with acceptable results. The instrument is performing within specifications. No further evaluation of the device is needed.